Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a radial head replacement procedure on (B)(6) 2013. During tightening of the screws, the tip of the screwdriver fractured in the patient. No foreign body was retained by the patient.